Manufacturer narrative:
Concomitant medical product: product ID: 977c165, serial #: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: lead.

Event description:
Additional information received from a representative. It was reported that when asked if the cause of the surgeon not placing the lead optimally was determined, the representative noted that it was the surgeon's decision to move the paddle and they were unsure why the patient did not have optimal coverage at the prior location. The lead was discarded by the customer.

Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 19-feb-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient has only had intermittent pain relief since initial implant. Some days he did well and others it was very poor. Various reprogramming sessions attempted to provide better relief but none had been successful in providing the level of relief he had at trial.  Diagnostics showed no abnormalities. There were no contributing factors reported. A lead revision would take place on (B)(6) 2021 to reposition the lead at a lower lever to obtain better paresthesia coverage in the patient's feet. Addition information was received on (B)(6) 2021 where it was reported that the surgeon removed the patient's lead due to inadequate pain coverage of their feet from placement and the doctor placed a new paddle. The surgeon's placement of the paddle contributed to the reported issue.  Programming was done and the patient was able to get adequate coverage in their feet. The issue was resolved at the time of the event.